Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by arc medical, or its employees that the report constitutes an admission that the product, arc medical, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - when did alleged deficiency occurred - were there patient consequences? - please provide the status of the device(s) as it has not been received for analysis. - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
For laceration of the left lower leg skin, the suture broke during debridement and suturing when being pulled.